Manufacturer narrative:
Correction- section h10: adding the missing medwatch number: mw5167372 in h10 emdr.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited high impedance measurements. No intervention was reported. The patient had no adverse consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5167372.